Event description:
It was reported that four (4) em2400 valve sets had a leaky port #5, which caused air in the line and bubbles. This issue occurred during use with vented micro-volume inlets at port #5 to pump sodium phosphate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 2, 2025 ¿ august 4, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.